Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Correction: d9 (not returned), h8. Additional information: h6, h11. The customer later clarified that the single use disposable brush, not intended to be reprocessed was positive and that the corresponding scope's culture was negative. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during routine microbiological testing, the duodenovideoscope's cleaning brush tested positive for gram positive cocci. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to the device details: section d, h4, h6 (component).